Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed to infuse an intravenous (IV) secondary infusion of cipro in addition to .45 ns (normal saline) (dose, programmed amount and delivery rate unknown). The bag of antibiotics was later found to still be full. It was reported that the y site was accessed correctly, the tubing was unclamped and reprogramed the pump to run the secondary and then the primary. Later when the primary bag's fluids were replaced the oncoming nurse noticed the antibiotics bag was still full. The event in the medicine inpatient unit delayed the patient treatment by 8 hours and the dose was adjusted. The reporter stated an unspecified adverse event occurred with no supporting details. No additional information is available.